Manufacturer narrative:
The complaint notification associated with this device described that one screw in the knee joint was loose. The user did not fall, no serious injuries were sustained as a result of the failure and no medical treatment was required. The evaluation of this specific device was conducted at the manufacturer's after sales service center on june 13th, 2017. After evaluation we can confirm that one bolt in the upper posterior section of the knee joint was loose and came out. Due to further usage of the device with loosened bolt the front and rear linkage are damaged. An exact reason for the loosening of the bolt could not be determined. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. Customer stated that one screw in the knee joint was loose. The patient did not fall, no serious injury occurred due to this failure.